Event description:
Device 2 of 2 : reference MFR. Report#1627487-2018-12777. It was reported preoperative new implant, the patient's original scs system was previously explanted sometime in (B)(6) 2018 due to infection. Reportedly, the issue subsequently resolved.